Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and bard pelvicol acellular were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh were implanted on (B)(6) 2005 due to stress urinary incontinence and incomplete uterovaginal prolapse. It is reported that the patient experienced pain, extrusion, infection, fistulae, vaginal scarring, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2005 along with concurrent hysterectomy due to incomplete uterovaginal prolapse and sui. It was reported that patient underwent mesh revision on (B)(6) 2013 and restorelle was implanted into the patient due to vaginal vault prolapse, recurrent cystocele, recurrent rectocele, enterocele and extensive pelvic and abdominal adhesions. It was reported that following insertion the patient experienced urinary problems, recurrence, bleeding and other outcomes. No additional information was provided.